Manufacturer narrative:
Batch review performed on 07 may 2021: lot 2008209: (B)(4) items manufactured and released on 04-nov-2020. Expiration date: 2025-10-25. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
1 month after the primary, all implants revised to sphere system following tibial bone fracture. The cause of the fracture is unknown. The surgery was completed successfully.